Event description:
A peritoneal dialysis (pd) patient was hospitalized suspected sepsis and hypotension. The patient presented to the emergency room febrile, complaining of dizziness, syncope, shortness of breath and hypotensive (46/38). She was transferred tot he intensive care unit and further treated with oxygen. She was discharged on an unknown date.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.